Event description:
It was reported that, "my partner, (B)(6) asked the scrub tech to insert the djd2 smooth reference pin through the djd2 body so that we could verify that the pin was the correct size. The tech tried to place the pin through the cannulated portion of the body, but the pin got stuck and could not be removed. The set contained another back-up pin and djd2 body, but the physician never used any of the stryker implants at any point during the case. Therefore, there was no negative outcome for the physician or pt relative to this implant."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.